Event description:
Defibrotide was ordered to run over two hours but instead ran over one hour and 20 minutes. I hung the defibrotide and programmed the right kilograms of the patient, the right amount of milligrams and set it to run over two hours. The patient did not complain of any pain, discomfort, or any new changes after the dose was given. I notified the hospitalist, and also notified pharmacy. Pharmacy stated that there were no adverse affects or indications of the med running too fast that they knew of.